Event description:
Report received on 1/9/2001 that a pt with a history of myopia and retinal degeneration received a right eye miol implant in 2000. In 2000, the pt complained of pain. Examination found redness, inflammation and accumulation of fibrin in the eye. In 2000 the pt had an acute loss of visual acuity due to acute haze of the vitreous with 2 tears in the retina. The doctor's summary stated there was inflammation, after surgery and reaction of vitreous, followed by vitreous retraction and retinal detachment. In 10/2000 the pt underwent surgery on the retina. At the pt's last exam in 12/2000, the doctor stated their post-op situation was ok. The doctor further stated: "there might be a causal connection to the implanted lenses, but it is clearly not confirmed that the iol is the cause, since similar reactions can also occur without lens implantation."